Manufacturer narrative:
The catheter was received in two segments with an unusual bend in segment 1 in the area of the transition tubing, close to the sc connector. Testing showed both segments to be patent and both passed pressure testing. However, per analysis if the catheter was curved into an extreme position in the area of the bend noted above, a kink would occur that resulted in an occlusion. There was other unusual damage in the area of the bend in the transition tubing was, the transition tubing appeared to be broken or torn and was likely related to the bend that was seen there. It is unknown how the bent area actually occurred but it was determined the catheter had to be stressed beyond its intended limits for a kink to result in occlusion. Also seen was damage to the distal end of segment 1. The nature of the damage indicated it occurred at explant and possibly when the catheter was being cut. Finally, a small tear was noticed in the seal material of the sc connector, near its guide ring that was determined as an anomaly.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Event description:
It was reported that a catheter issue had occurred; a break, kink and occlusion located in the proximal segment and pump connector. On (B)(6) 2013, the pump "was in reservoir alarm status" and the patient reportedly told the health care provider (hcp) that "several days ago something in the pump pocket felt and sounded like a bursting pipe." The patient experienced increased spasticity. The hcp decided to proceed a "catheter control procedure" and "neither flush nor aspirate over the side port was possible." Fluoroscopy showed "something suspicious on the proximal end of the pump segment." Actions that were required as a result of the event were hospitalization and surgical intervention, a revision. On (B)(6) 2013, the revision surgery took place. It was reported, "liquid accumulation in the pump pocket. Still not possible to aspirate or flush. Catheter visible kinked. After the pump was removed out of the pump pocket, it was possible to aspirate the catheter. Damage on the proximal catheter end near connector visible. After implant and connect a new pump segment aspiration and flushing was perfectly possible. Spontaneous csf backflow visible." The device system was used to deliver lioresal. It was later reported according to the hcp, everything was okay with the patient. Spasticity was under control "as before the catheter problem."

Manufacturer narrative:
Corrected information: further analysis determined that the tear in the seal near the guide ring was not significant to the catheter¿s in-vivo performance.

Manufacturer narrative:
Product ID: 8780, lot# 0206291267, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.